Manufacturer narrative:
The exact event onset date is unknown. The provided event date of (B)(6) 2014 was chosen as a best estimate based on implant date. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date is unknown. This event was reported by the patient's legal representation. The implanting surgeon is: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with uterine prolapse, cystocele and enterocele and stress urinary incontinence. On (B)(6) 2014, she was implanted with an advantage fit system during a vaginal hysterectomy, mayo mccall culdoplasty, enterocele repair, mid urethral sling, anterior colporrhaphy and cystourethroscopy procedure. The procedure was well tolerated by the patient. However, as reported by the patient's attorney, the patient has experienced an unspecified injury post procedure.